Event description:
On (B)(6), 2005, this pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On or about (B)(6), 2012, follow up imaging revealed a proxima type I endoleak. Therefore, on (B)(6), 2012, the physician implanted an aortic extender component to treat the endoleak. The endoleak resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the MFR records verified that this lot met all pre-release specifications.